Event description:
It was reported that the insulin pump buttons were unresponsive. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Advised the customer verbally and written form to return the insulin pump for analysis. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. Insulin pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.